Event description:
It was reported that the atrial lead was found to be dislodged under fluoroscopy. The physician attempted to reposition the lead but was unable to get the lead to a stable position. The lead was capped and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. However, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. Visual analysis revealed apparent explant damage.